Event description:
Baxter reported one incident of a blood leak from the venous header of the psn 210 dialyzer. No patient injury or medical intervention was reported per the complaint coordinator. No further information is available regarding this incident.